Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle hub separates and stays inside of the shield. Needle difficult to penetrate the injection site. Consumer does not re-use, issue involves 2 boxes of the same product and lot."

Manufacturer narrative:
H.6. Investigation summary customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported that the needle shield was difficult to remove, the needle hub separated and stayed in the shield and the needle had difficulty penetrating the injection site. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Due to the hub separation it could not be confirmed if either syringe exhibited a blunt needle point. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Bd was not able to duplicate or confirm the customer¿s indicated failure (needle point blunt). Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue. " h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle hub separates and stays inside of the shield. Needle difficult to penetrate the injection site. Consumer does not re-use, issue involves 2 boxes of the same product and lot."